Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer had experienced both high and low blood glucose. The customer had a high blood glucose of 439 mg/dl. They may have over-bolused which caused them to go low at 42 mg/dl. The customer treated the low blood glucose with food. The device will not be returned for analysis.